Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer3 (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. Surgeon chose to remove mom liner and replace with polyethylene liner and new head. Revision notes indicated that the stem was found to be in good condition without evidence of metallic corrosion. Surgeon was going to try to utilize a ceramic +9 head on a poly, but after inspecting the head, there were a couple of surface abrasion. Due to the irregularities of having issues with premature wear, the ceramic head was removed and replaced with a cobalt chrome head. Doi: (B)(6) 2007, dor: (B)(6) 2018, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.